Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch mw5040088 that guide wire detachment occurred. The stenosed target lesion was located in the coronary artery. A 300cm pt graphix¿ guide wire was selected for use. However, a portion of the guide wire about 1cm shredded off and lodged between the artery wall and the stent. The shredded portion of the guide wire was retained inside the patient.